Event description:
During a coronary drug eluting stenting procedure, balloon withdrawal resistance was encountered. The physician deployed a taxus express2 8.8% 2.5 x 8 mm drug eluting stent and then had difficulty removing the balloon from the stent. The physician repeatedly pulled back hard until the balloon was removed. The stent remained in position. No pt injuries or complications were reported.